Event description:
Reference MFR. Report: 1627487-2012-13317. The patient had two leads from different lot numbers, both leads are being reported. It was reported the patient underwent a successful trial procedure. A few days after the trial procedure, it was reported the patient had symptoms of a stroke. The trial was aborted. Follow-up information identified the patient had an acute stroke not related to the trial procedure. A CT scan confirmed the patient had a stroke. The patient's symptoms have not resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.